Event description:
A patient implanted with a trial evoke spinal cord stimulation (scs) system reported experiencing diaphoresis, lower back pain, and a sensation of warmth. The patient was evaluated in the emergency department, where blood test identified a minor elevation in white blood cell count and lactic acid levels. Redness or drainage was not observed at the lead implant site. The patient was hospitalized, antibiotics were administered and the leads were removed. The patient was discharged from the hospital on (B)(6) 2026.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.